Event description:
Subsequent to the initial medwatch report, additional information was received stating that on (B)(6) 2014, the patient experienced elevated cardiac enzymes greater than 5 times the normal upper limit. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event provided as (B)(6)2014 and estimated as (B)(6) 2014. On (B)(6) 2013 (09:35): (ck-mb)=1.8 ng/ml, normal upper limit 4.9. On (B)(6) 2013 (17:00): (ck-mb)=1.3 ng/ml, normal upper limit 4.9. On (B)(6) 2013: troponin I=0.01 ng/ml, upper reference limit 0.04. On (B)(6) 2014: angiogram. On (B)(6) 2014: coronary artery bypass surgery times 2. On (B)(6) 2014: ECG=no new mi. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013, a 3.0x18mm xience xpedition stent was successfully implanted in the proximal left anterior descending (lad) coronary artery and the patient was discharged home the following day. Sometime in (B)(6) 2014, the patient started experiencing unstable angina and acute coronary syndrome. On (B)(6) 2014, the patient was admitted into the hospital with ostial lad stenosis and on (B)(6) 2014, the patient went for a coronary artery bypass surgery within the mid lad and distal right coronary artery (rca). Although the previously implanted xience stent was reportedly patent, without stenosis or thrombus, the stenosis in the ostial lad was within 5 millimeters (mm) of the stent. The patient was discharged home on (B)(6) 2014 and the acute coronary syndrome resolved without sequela on (B)(6) 2014. There was no additional information provided.